Event description:
Sc7000 bedside monitor audible alarm tone is not functioning properly. Sc7000 monitor was not able to send any alarm tone, because connection end wires came out from speaker pins. This sc7000 has not been service in the field since delivery from solna, in 09/2000. This comment implies that service did not cause this disconnection.